Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.

Event description:
Patient reported "rupture". Healthcare professional later reported "rupture", "intramammary nodes", "discomfort", " "silicone deposition in the internal mammary and axillary nodes", "peri-implant effusion" and "silicone deposits are seen in the right chest wall and extending inferiorly to epicardiac nodes in the anterior chest". Patient has undergone capsulectomy. This record is for the right side. Device was explanted. Healthcare professional also reported "night sweats for 1/12" which is not device related.